Event description:
During a surgical procedure, a screw came out of the instrument and fell into the surgical site. The dr elected not to look for the screw. The screw was verified to be in the pt during a post-operative x-ray. The pt was informed. Per the dr 'there does not appear to be any adverse effects'.